Event description:
This rv lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2018. An email was received on 03/23/2018 stating that this lead was involved in an infection. The patient was referred for a consult for laser lead extraction. The physician was dr. (B)(6) at (B)(6) medical center south in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).